Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indicator (eri) battery status and replaced with another guidant ICD. Upon receipt at guidant's reliability assurance laboratory, engineering calculations determined that this device did not meet expected longevity predictions.